Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced hyperglycemia and the patient´s spouse called emergency medical services (ems). The patient was taken to the hospital and there a blood glucose reading was taken which was 600 mg/dl. The patient was treated at the hospital with IV insulin and unspecified fluids. The patient recovered after treatment and was discharged from the hospital on (B)(6) 2022 at 1:30pm. Additionally, it was reported that the patient was not using finger sticks to monitor their blood glucose while the cgm was not providing readings. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).